Event description:
((B)(4)). The dentist reported that 3 months after the implant was installed in intra-oral region # 30 it was verified its non-osseointegration. Implant was immediately carried out, 60 ncm of primary stability was achieved and immediate load was performed.